Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal and unspecified disorder of knee joint. Concurrent conditions included abdominal pain lower and right lower quadrant pain. Concomitant products included cyclobenzaprine, diclofenac, hydrocodone, naproxen, paracetamol and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swing") and insomnia ("hormonal changes describe: insomnia"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth") and amnesia ("psychological or psychiatric problems condition: memory loss"). In (B)(6) 2016, the patient experienced back injury ("neurological conditions or problems type: back injuries/back issues"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("nuero condit/problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(partial),salpingectomy(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain and fatigue was resolving, the dyspareunia, abdominal distension, psychological trauma, weight increased, hormone level abnormal, gastrointestinal disorder, nervous system disorder, mood swings, insomnia, amnesia, tooth disorder and back injury outcome was unknown and the dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, back injury, back pain, dysgeusia, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, insomnia, mood swings, nervous system disorder, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic / abdominal, dyspareunia (painful sexual intercourse), metallic taste in mouth. Current weight (B)(6). Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic / abdominal, dyspareunia (painful sexual intercourse), psych injury, fatigue, weight gain, hormonal changes, gi conditions, nuero condit/problems, metallic taste in mouth, did not undergo confirmation test. On 20-sep-2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: mood swing, insomnia, psychological or psychiatric problems condition: memory loss, dental problems, neurological conditions or problems type: back injuries, bloating, back pain. Concomitant drug, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.